Event description:
It was reported that pump experienced malfunction with a malf 12 code, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump until replacement arrived, and technical support arranged shipment of replacement pump with updated software.